Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a loose item inside the device. A mounting bracket screw was found loose inside, which shorted a resistor causing failures on two boards. It is not known how the screw because loose. The smart pneumatic module board and the pim board were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.